Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the red apnea alarm did not sound at the bedside monitor, or central station, when the patient took out the intubation. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported, due this event.